Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 08/12/2019: section b1: adverse event and/or product problem section b2: outcomes attributed to adverse event (select all that apply) section b5: describe event or problem section h1: type of reportable event results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0, 132.5, 134.5, and 141.5 cm from the proximal end. The pull wire was present within the pusher assembly distal detachment tip (ddt). Coagulated blood was present on the returned pusher assembly. The inner diameter (ID) of the ddt and outer diameter (od) of the pull wire were within specification. Conclusions: evaluation of the returned ruby coil confirmed a detached embolization coil. If the ruby coil is retracted against resistance, the pusher assembly may elongate past the reach of the pull wire. If this occurs, the proximal constraint sphere may release from the pusher assembly ddt and detach the embolization coil. The lantern identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance could not be determined. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil into the target vessel, it detached. It was reported that the physician successfully removed the ruby coil and completed the procedure.